Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos? Was the site cultured? If so, what bacteria were identified? Initial procedure date what date did the wound dehiscence occur? What date did the superficial infection occur? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify what was the angle of the knee during application? What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive to pressure sensitive adhesives? Do you have the lot number of prineo used? What is the physicians opinion of the contributing factors to the wound dehiscence? What is the physicians opinion of the contributing factors to the infection? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. History of infections) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a hip surgery on an unknown date and topical skin adhesive was used. Pre-operatively the skin was healthy. Post op, patient experienced a 4 cm wound dehiscence with a superficial infection. The patient had a hip washout procedure. Additional information has been requested.